Event description:
The reporter stated that rptr's meter to hcp meter comparison tests, side by side. The results were 427 mg/dl rptr's meter, and 220 mg/dl on hcp meter (type unknown). Rptr stated that rptr was experiencing blurred vision. Control testing was out of range, 147 and 150 (95-144). On f/u, another control test was done while on the phone, with the same results. The rptr stated that rptr thought control solution checked the meter, and did not realize it checks the strips. The lifescan rep reviewed. No harm was alleged.